Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complications experienced by the patient and the patient's subsequent demise. If additional information is received a follow-up MDR will be submitted to the FDA. Isi has reviewed the site's system logs with procedure dates of (B)(6) 2017. No related system errors were found to have occurred during three surgical procedures performed on the two reported dates. In addition, no complaints regarding any of the instruments used during the three surgical procedures have been reported to isi as of the date of this report. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient reportedly experienced post-operative complications, was transferred to another facility, and subsequently expired from an unknown cause.

Event description:
It was reported that after undergoing a da vinci-assisted sleeve gastrectomy with hiatal hernia repair procedure, the patient experienced blood loss on an unspecified date. In addition, approximately 2 weeks post-operatively, the patient was readmitted to the or and had part of her stomach and bowel removed for an unknown reason. The initial reporter was unsure if the da vinci-assisted surgical procedure was performed on (B)(6) 2017. On 06/07/2017, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event: an isi clinical sales representative (csr) spoke to the site's or director. She was unable to confirm if the dv procedure was performed on (B)(6) 2017. According to the or director, there were no intra-operative complications. There were also no reports of any malfunction of a da vinci system, instrument, or accessory. The da vinci-assisted surgical procedure went smoothly and was completed robotically. Due to unspecified post-operative complications and post-operative bleeding from an unknown source, the patient was transferred to another facility. The csr did not know why parts of the patient's stomach and bowel were removed. The patient reportedly passed away at the other facility on an unspecified date and from an unknown cause. No further clinical information was provided.